Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the supply line of a homechoice automated pd set with cassette and a solution bag was ¿kind of loose" when the home patient connected the two components. There was no patient injury or medical intervention related to this issue. No additional information is available.